Manufacturer narrative:
No customer returns were available for testing. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. No unusual activity for the likely cause lot was identified. Labeling was reviewed and found to be adequate. Accuracy testing was completed using an in-house sample of the likely cause lot number 73084ui00. The testing met acceptance criteria and therefore the lot performs as expected. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer provided additional information regarding the event. A second sample was drawn from the patient on (B)(6) 2017 and the architect tsh result was 2.48 miu/ml which more closely matches the effect of the patient's treatment. The result from (B)(6) 2017 was too soon to expect to see effects from the change in treatment. No issues with the assay or instrument were observed. The results can be explained based on the dates the samples were collected relative to the change in patient treatment. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a patient being treated with levothyrox tested at 3.71 miu/ml on (B)(6) 2017 using the architect tsh assay. The patient's treatment was increased. On (B)(6) 2017, the patient's architect tsh result was 0.36 miu/ml (repeat 0.39 miu/ml). The customer is questioning the (B)(6) 2017 results as beeing too low relative to the timeframe of the increase in treatment (too early to have decreased that sharply). No adverse impact to patient management was reported.